Event description:
It was reported that the patient had a hematoma with right superior limb pain. Blood thinners were increased and hemoglobin was decreased along with prolongation of hospitalization. The left ventricular (lv) lead remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: lumax hf-t competitor implantable cardioverter defibrillator (ICD), (B)(6)  2013; solia competitor implantable pacing lead (B)(6) 2013; 0158 competitor implantable pacing lead (B)(6) 2013. (B)(4).